Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure balloon deflation issues, withdrawal resistance and a vessel dissection occurred and post the procedure the patient expired. Access was obtained via the femoral artery. The 100% stenosed, 3.0x18mm, eccentric and de novo target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery (rca). The lesion was predilated with two non bsc balloons, leaving 50% residual stenosis. A 3.00x16mm promus element stent delivery system (sds) was advanced to the lesion. The physician intended to implant the stent in the mid rca; however, the sds could only be advanced to the proximal rca and the stent was deployed there at 22atms. It was noted that the stent was not fully deployed as there was a small waist in the mid part of the stent. When the physician attempted to deflate the stent delivery balloon, the balloon would not deflate. The physician attempted to remove the balloon by pulling negative, going neutral, deep seating the guide catheter and pulling hard. The physician also attempted to remove the stent delivery balloon by trying to burst the balloon with a stiff guide wire, perform a kissing balloon technique with a 1.5mm balloon, using a second inflation device and bursting the balloon with high pressure; however, the balloon still did not deflate. The balloon was inflated for an hour and it was noted that the patient experienced "vegetal" symptoms and the patient's blood pressure dropped. The physician decided to pull the inflated balloon back to the aorta and it was noted that a dissection occurred in the aorta. The patient was flown to another hospital for surgery to treat the dissection in the aorta. The following day it was reported that the patient had undergone surgery and was alive; however, it was later confirmed that the patient had expired. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the physician felt that the event was due to deflation difficulty rather than withdrawal resistance. It was noted that the physician tried multiple different approaches to remove the non-deflated stent delivery balloon from the lesion, which included pulling on the balloon with gentle force and placing another small balloon alongside. The physician believed the no-deflate event was possibly caused by the difficulty in positioning the stent delivery system (sds). The physician had to torque, push and pull the sds in order to cross the lesion, causing some torsion of the balloon during placement.